Event description:
During ophthalmic procedures, the audio and phaco functions of this unit intermittently stop. When this occurs, the unit must be powered down and then rebooted. There have been no reports of pt problems.